Event description:
ICU rn noticed a smell of something burning and noted the screen of the ventilator to be blank. Rn doesn't recall any alarms sounding. Rn quickly called for rt assistance and began bagging the pt. Ventilator was switched out with another one and patient placed on new ventilator. Original ventilator sequestered for ce evaluation.